Event description:
It was reported that the patient had a "hardening in her abdomen." The hcp thought that the pump was leaking and wanted the patient's pump turned down to the minimum rate. Pump volumes measured equally. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.